Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the prograsp forceps pulley came loose.the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer did not specify if the damage was to the proximal or distal end but confirmed no fragment fell into the patient. No images are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a a dislodged grip tang near the base of the grip tip. Additionally, the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a dislodged grip tang is attributed to the user. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.